Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, increased defibrillation impedance was noted on the right ventricular (rv) lead. No intervention was conducted at this time. The physician elected to monitor the patient. The patient was stable with no consequences.

Manufacturer narrative:
Correction: correction: upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.